Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from december 11, 2020 - december 14, 2020. H10: the device was received for evaluation. Visual inspection noted a pinched mark on a segment of the tubing line. A functional leak test was performed by filling the bladder with green color water. During fill, a leak was observed at the pinched mark area on the tubing line. No evidence of backflow or leak was observed at the fill port. The reported condition was verified. The cause of the pinched mark and subsequent leak were due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the fill port. This issue was discovered during use of the device by the pharmacist. There was no patient involvement. No additional information is available.